Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. (Pt over 60 years of age). According to the complainant, during preparation, the extractor balloon was tested outside the patient. The balloon was then inserted down the scope and positioned within the common bile duct. When the physician went to inflate the balloon, it would not inflate. The balloon was removed from the patient and tested again outside the patient. It would not inflate; there was a tear in the balloon. A second extractor rx retrieval balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. This tear was most likely the result of contact between the balloon and a sharp exterior source, such as an irregular stone or during insertion through the scope. The most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).